Manufacturer narrative:
Additional information was received that the patient had a heavily calcified sinotubular junction (stj) and circumferential abdominal aortic calcium. It was reported that there was no resistance felt loading the valve and there were no difficulties in loading the valve. A misload was not identified. The delivery catheter system (dcs) catheter shaft was reported to have buckled just distal to the valve capsule. No additional adverse patient effects were reported. A4: updated patient's weight, b5: updated event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic valve, with a stiff guide wire placed in the left ventricle, the delivery catheter system (dcs) would not pass through the right common iliac artery. After several unsuccessful attempts to manipulate the dcs, the implanting physician pushed with harder force, which caused the dcs to buckle and transected the right external iliac artery. The patient's pressure suddenly dropped and cardiopulmonary resuscitation was initiated. A balloon was inserted via the left arterial side into the descending aorta and inflated. The patient's pressures recovered. A surgical cut down was performed to expose and stop the bleed; a vascular team repaired the external iliac artery with a non-medtronic jump graft. Following vascular repair, the patient stabilized. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that during the attempted implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) would not pass through the right common iliac artery. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was reported that the patient had a heavily calcified sinotubular junction (stj) and circumferential abdominal aortic calcium. This indicates the probable cause of the advancement issues was patient anatomy. However, without procedural images and limited evidence available, an assignable root cause could not be determined and a relationship to the dcs cannot be established. After several unsuccessful attempts to manipulate the dcs, the implanting physician pushed with harder force, which caused the dcs to buckle and transected the right external iliac artery leading to the patient's pressure suddenly dropping and cardiopulmonary resuscitation being initiated. Based on investigations completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of the capsule buckle is unknown. However, patient anatomy (vessel tortuosity & calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the challenging anatomy present and noted excess force applied may have caused or contributed to the capsule damage but this cannot be conclusively confirmed without the device returned for review and with the limited evidence available. The device instructions for use (IFU) states if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). It was noted that the implanting physician pushed with harder force, which caused the dcs to buckle and transect the right external iliac artery. This indicates off label use error. Vascular access related complications, such as dissection, are known potential adverse patient effects per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the dissection cannot be determined and a relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.